Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, and technical support arranged shipment of replacement pump.